Event description:
Related manufacturer reference number: 2017865-2024-73456. It was reported that the patient presented at the hospital for an unrelated procedure. Upon device interrogation, it was revealed that the atrial lead and pacemaker exhibited high capture threshold leading to loss of capture. A lead dislodgement was suspected. Re-programming was performed. The patient was asymptomatic and discharged.